Event description:
The surgeon is well experienced and in the same surgery implanted 4 units (3 from lot 50394700 and 1 from lot 50384738). It is impossible to know which one failed. Per malfunction report, device broke in the patient and was removed, but unknown how. Device has not been received for evaluation.

Manufacturer narrative:
Smith & nephew, inc. Endoscopy div.; is submitting the enclosed report to comply with 21 cfr 803, the MDR regulation. The report is based upon information obtained by smith & nephew inc. Endoscopy div. Which the company may not have been able to investigate or verify prior to the date of the report was required by FDA. The devices have not been received for evaluation. The customer reported to separate lot numbers were used in the procedure; 50394700 (expiration 09/30/2016) and 50384738 (expiration 06/30/2016); it is unknown which lot number was involved in the device failure. (B)(4).